Manufacturer narrative:
As reported in a research article, an epic valve was replaced after four years due to calcification with a valve in valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, "clinicopathological insights from early structural valve deterioration of a surgical and transcatheter valve-in-valve mitral bioprotheses" was reviewed. This research article presents a case study on a (B)(6) woman with diabetes, thalassemia, and hyperuricemia who underwent surgical mitral valve replacement (mvr) with a 29 mm epic mitral valve in 2009 for rheumatic mitral valve disease causing severe stenosis and moderate-severe regurgitation. The post-operative period was uneventful, and the patient was discharged with oral anticoagulant therapy for the first 3 months, and then with antiplatelet therapy, as recommended. Four years later, the patient came back with signs of heart failure, evidence of increased mitral gradients and severe calcification of the prosthetic cusps at the computed tomography (CT), without signs of thrombosis. The patient was scheduled for trans-apical valve-in-valve (viv) transchather mitral valve replacement (tmvr) due to severe comorbidities. A 29 mm non-abbott valve was implanted. The post-operative period was uneventful, and the patient was discharged with acetylsalicylic acid associated with warfarin as antithrombotic strategy. Four years later, the patient was admitted again for acute heart failure. A trans-thoracic and trans-esophageal echocardiography showed severe mitral viv prosthesis structural valve deterioration (svd). The patient underwent surgical reoperation with removal of the two prostheses and the implantation of a 31 mm epic valve. The cusps of the explanted epic valve were mashed in open position and characterized by massive dystrophic calcification and tears in the commissures and in the belly due to both the iatrogenic effects of the valve in valve prosthesis implantation and the calcium-related valve degeneration. At 2-year follow-up the patient is still in good clinical conditions, without signs of functional impairment. No additional information was provided. The article concluded that early svd after mitral viv is a potential occurrence, especially in young patients. Therefore, a strict clinical and echocardiographic follow-up is mandatory to identify this complication and to intervene in a timely manner. The primary and correspondence author of the article is chiara tessari, md, phd, cardiac surgery unit, department of cardio-thoracic-vascular sciences and public health, university of padova, via giustiniani 2, 35128 padova, italy with the corresponding email: chiara.tessari@unipd.it.